Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported a patient was implanted with a dcs plate on (B)(6) 2012. Approximately 4 months post operative, the plate was noted to be broken.